Event description:
It was reported that the programmer's "on/off" button was malfunctioning and would not stay in the "on" position. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the "on/off" button was malfunctioning and the power supply was therefore replaced. (B)(4).